Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use on patient cardiosave intra-aortic balloon pump (iabp) had gas loss in the iabp. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was to reproduce the alarm by pinching the catheter near the extender. This suggests the patient may have shifted, causing the line to occlude after they entered the elevator. The device was checked and no issue found. Patient was not harmed as they were walking into the ICU to connect patient to another device. All functional and safety checks were performed.

Event description:
N/a.